Event description:
It was reported that the autoplex was being used in a procedure when the top of the mixer came detatched and the internal components came out of the device. There were no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
(B)(4): device discarded.